Manufacturer narrative:
The event was reported to have occurred on an unreported date in late (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with gentamicin (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.